Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight gain, abdominal distension, menometrorrhagia and urinary incontinence. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual hemorrhaging / menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, dysmenorrhoea and fatigue outcome was unknown. The reporter considered dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 8-oct-2015: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 24-may-2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant disease, concomitant drug were added. Updated suspect drug indication. Events vaginal bleeding, dysmenorrhea and fatigue added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal menstrual hemorrhaging"). The patient was treated with surgery (on unspecified date, patient had underwent a hysterectomy due to complications from the essure devic). At the time of the report, the pelvic pain outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") and pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight gain, abdominal distension, menometrorrhagia and urinary incontinence. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual hemorrhaging / menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy) and surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, depression and anxiety outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and fatigue was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 27-jul-2018: new pfs received- new event added: psychological or psychiatric problems condition: depression and mental anguish, migration of essure device location of device: uterus were added. Outcome of event abnormal bleeding, fatigue, cramping from unknown to recovering/resolving were updated. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight gain, abdominal distension, menometrorrhagia and urinary incontinence. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual hemorrhaging / menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, depression and anxiety outcome was unknown, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea and fatigue was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight gain, abdominal distension, menometrorrhagia and urinary incontinence. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual hemorrhaging / menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, depression and anxiety outcome was unknown, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea and fatigue was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal hemorrhage, pelvic pain, menorrhagia were updated as recovered/resolved. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight gain, abdominal distension, menometrorrhagia and urinary incontinence. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual hemorrhaging / menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, depression and anxiety outcome was unknown, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea and fatigue was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight gain, abdominal distension, menometrorrhagia and urinary incontinence. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual hemorrhaging / menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, depression and anxiety outcome was unknown, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea and fatigue was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal hemorrhage, pelvic pain, menorrhagia were updated as recovered/resolved. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight gain, abdominal distension, menometrorrhagia and urinary incontinence. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual hemorrhaging / menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, depression and anxiety outcome was unknown, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea and fatigue was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal hemorrhage, pelvic pain, menorrhagia were updated as recovered/resolved. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.